Event description:
A hospital in (B)(6) reported, via a distributor, that an rt206 adult inspiratory heated breathing circuit was "open circuit on the inspiratory side." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: an investigation was carried out based on the event description and our knowledge of previous similar complaints, as the complaint rt206 breathing circuit was not available for evaluation. Results: it was reported that an rt206 breathing circuit was open circuit on the inspiratory side. A lot check revealed two (2) similar complaints for similar products with lot number 081030. Conclusion: without the complaint device, we are unable to confirm the reported fault. All breathing circuits are electrically tested during production and those that fail are rejected. (B)(4).